Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple bolus requests were observed in the bolus history during the time the customer was asleep. Tandem technical support reviewed pump data and verified that the customer had delivered two quick bolus requests. The customer acknowledged this information and verified the pump was functioning as intended. There was no reported impact to the customer's blood glucose level.